Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing dizziness. Interrogation of the cardiac resynchronization therapy-pacemaker (crt-p) revealed a loss of capture when the programming head was placed over the device and the device stopped pacing. Extremely high rv lead impedance readings were also indicated and device longevity may not have met expectations. The patient was reported to be pacing dependent. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Event description:
It was further reported by the patient that the patient had experienced feeling weakness and fatigue and that the "device failed."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.